Event description:
On (B)(6) 2011, pt reported there have been large amounts of insulin in her cartridge compartment. Pt stated the issue has been occurring for a few months and occurred again today. Pt reported she pours the insulin out and then tried to dry the cartridge compartment. Pt stated she first noticed the insulin in the cartridge compartment a few months ago. Pt reported the plunger is not stuck on the piston rod. Pt was not attaching the infusion set tubing and the infusion set tubing to the insulin cartridge. Pt uses a new cartridge for each cartridge change. On follow up call on (B)(6) 2011, pt reported the leak occurred in the insulin cartridge. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the suspect product for eval.